Event description:
It was reported that the pt underwent lead removal. It was also reported that the pt still had their lead extension and implantable neurostimulator implanted. The leads will be replaced pending physician approval. Additional information has been requested from the hcp, but was not available as of the date of this report.